Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was found that the e-stop engaged by itself and the pendant button was sticking intermittently. The pendant was replaced, thus resolving the issue. The imaging system then passed all testing and the system checkout, and the system was found to be fully functional. The pendant was returned to the manufacturer, but was under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that e-stop was malfunctioning, and the system was seizing up at unwanted times as a result. It was also noted that the trackers were intermittent on the system. There was no patient present when this issue was observed.

Manufacturer narrative:
Device evaluation: analysis was completed for the pendant that was returned. Through visual/physical examination, functional testing, and performance testing, the reported issue of the e-stop malfunctioning and the system seizing up was unable to be confirmed. The pendant was installed and tested on a test system. The functionality and usability tests passed; all buttons, keys and functions passed. Visual inspection did note light wear from use on some of the pendant keys, and instructional marking and stickers were on the face of the pendant. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.